Event description:
It was reported that the programmer had telemetry failure. The radiofrequency (rf) head was changed out. The programmer and rf head were returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the programmer was analyzed and no anomalies were found. (B)(4): analysis confirmed the initial report, the cable was out of specification, and as a result was replaced.